Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinical staff discovered on (B)(6) 2019 that the atrial lead exhibited an acutely elevated capture threshold. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient was in stable condition before and after the procedure.